Event description:
It was reported that the patient was not getting adequate pain relief. The patient was reprogrammed and reported significant left-sided iow back relief but has yet to feel right-sided back relief. A radiograph was taken and revealed that the lead had fall off from the original position. The lead was replaced and the patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(4). Batch: 523750.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(4). Batch: 523750.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient was reprogrammed and reported significant left-sided iow back relief but has yet to feel right-sided back relief. A radiograph was taken and revealed that the lead had fall off from the original position. The lead was replaced and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-8216-50 (sn: (B)(6). The returned lead was analyzed and visual inspection and continuity test found the lead is intact. Sc-1216 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient was reprogrammed and reported significant left-sided iow back relief but has yet to feel right-sided back relief. A radiograph was taken and revealed that the lead had fall off from the original position. The lead was replaced and the patient was doing well postoperatively.